Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb charging cable and wall adapter. The pump was able to charge successfully while plugged into the customer's computer. There was no reported impact to customer's blood glucose level.